Event description:
The pt was reportedly showing lack of response to sound. Testing showed that the pt's device is functioning. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device will be scheduled.